Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message on the cycler. The patient stated that there was a crack in the tubing of the cassette and solution was leaking onto the floor. The patient confirmed that this fluid had not reached the cycler. The patient set up with new supplies in order to complete treatment.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message on the cycler. The patient stated that there was a crack in the tubing of the cassette and solution was leaking onto the floor. The patient confirmed that this fluid had not reached the cycler. The patient set up with new supplies in order to complete treatment.